Manufacturer narrative:
Other applicable components are : product ID 97791 lot# unknown product type accessory product ID 97791 lot# unknown product type accessory product ID 977a260 serial# (B)(4) implanted: (B)(6) 2014. Product type lead product ID 977a260 serial# (B)(4)implanted: (B)(6) 2014 product type lead. Analysis results were not available at the time of report. A follow up report will be submitted when analysis results are available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced a loss of therapeutic relief. The patient reported a loss of therapeutic relief after previously reporting some relief with device utilization. The outcome was reported as unresolved with no further action planned. Interventions included reprogramming and suspending therapy. The patient reported a lack of relief from stimulator. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as not due to programming. Additional information received from the healthcare professional (hcp) reported that the patient reported a loss of pain relief so system was explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. It was unknown if any interventions/actions that were taken to resolve the issue. The only information available was that the patient experienced a loss of pain relief and wanted the system out. The issue was resolved at the time of report. No further patient complications have been reported as a result of this event. Relevant medical history included: non-malignant pain

Manufacturer narrative:
Analysis found no significant anomaly with the device. The ins was at reduced capacity due to over discharge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, explanted: 2017 (B)(6), product type: accessory. Product ID :97791, explanted: 2017 (B)(6), product type: accessory. Product ID: 977a260, serial#: (B)(4), implanted: 2014 (B)(6), explanted: 2017 (B)(6), product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: 2014-(B)(6), explanted: 2017 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the entire system was explanted on 2017 (B)(6) and not replaced due to the system initially controlled systems but lost effectiveness. The outcome was resolved without sequelae on 2017 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.